Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: it was previously reported that it was unknown when the event occurred. The event occurred during a right shoulder joint humeral tuberosity avulsion fracture procedure. D9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics then conducted visual inspection and functional test of the device received. Visual inspection shows that the anchor threads are severely stripped. Biological matter can be observed on the anchor and inside of it. To test its functionality the anchor was attempted to be disassembled, however it was not possible. Excessive force had to be applied to released the anchor. When the anchor was disassembled biological matter was noted on the inserter as well. The overall complaint was confirmed as the observed condition of the 4.5 healix peek anch.w/ocord would have contributed to the complained device issue. Based on the investigation findings, the potential root cause for the issue experienced by the customer can be traced to procedural variables such handling of the device or product interaction during procedure; the biological matter that entered into the anchor besides the force that was applied when tightening it caused the anchor got stuck on the inserter tip. Therefore, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the device is shown in used condition. The anchor threads looks flattened as expected due to the insertion into the bone. The anchor is coupled into the inserter tip, however it is not possible to verify if the anchor is able to be detached, a physical evaluation needs to be performed. The overall complaint was not confirmed as the observed condition of the 4.5 healix peek anch.w/ocord would have not contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be provided since the device needs to be physically evaluated. The hands-on analysis will provide sufficient evidence to determine why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure the 4.5 healix peek anch.w/ocord device could not detach the anchor and shaft. During in-house engineering evaluation, it was determined that the optical device was stripped/worn/twisted. Another like device was used to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.